Event description:
On (B)(6) 2010, a child (age was not provided) had a rickham reservoir implanted. The child did not have any signs or issues until (B)(6) 2012, when the "burr hole" became cloudy and there was evidence of pressure on the brain. The child required emergency surgery to remove the reservoir (two burr holes by endoscopy). Another reservoir was implanted. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.